Event description:
A report was received that the patient has been having a milky discharge at the implant site for a couple of weeks. A symptom of a fever was also reported. The patient was prescribed keflex, dartoban, and is reportedly doing well.